Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information clarified that a new stimloc screw was used from another lead package, but the original lead had already been implanted and remained in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated this was considered an out of box issue.

Manufacturer narrative:
Device analysis, product ID: neu_stimloc_acc: analysis found the tip of the screwdriver and the screw head were damaged consistent with damage due to a procedural non-conformance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: neu_stimloc_acc, lot# unknown, serial product type: accessory . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown deep brain stimulation (dbs) indications. It was reported that during operation, the lead stimlock screw was found slipped and the base ring part could not be fixed. The new lead was replaced and the operation was completed. The cause of the issue could not be determined. The patient was in good condition and there were no symptoms/complications were reported.